Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04748. It was reported that the patient was not getting adequate therapy due to lead migration. As a result, surgical intervention occurred on (B)(6) 2021 and one lead was explanted and replaced. The patient has effective therapy post operatively. It is unknown which lead was replaced, so both are being reported.